Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The collet cap was detached from the motor housing. The collet cap and torque device were not returned for product analysis. The drive shaft, working length, and tip housing/tip were microscopically examined. There was dried contrast on the outside of the device. The coils were stretched/damaged at the end of the gold plated tip housing. The tip was pushed into the housing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02596. It was reported that 5mm from the tip cannot be seen under fluoroscopy. The 15cm chronic total occlusion (cto) target lesion was located in the severely calcified superficial femoral artery. A truepath¿ was used to treat the target lesion. During the procedure, a 6fr non-bsc introducer sheath was approached by crossover and severe calcification was noted with fluoroscopic image. The device was used with a 90cm non-bsc guide catheter and about 5cm truepath¿ which excavating the calcification and gradually enters the lesion. Under fluoroscopy, it was noted that about 5mm form the tip of truepath¿ cannot be seen on the fluoroscopic screen. It shows like it did not penetrate, but then penetrate and then did not penetrate from the tip. The device was replaced with another of the same device but the same issue occurred. The hard part was noted to have crossed and stent placement was performed after crossing by penetrating through a non-bsc catheter. No patient complications were reported.